Event description:
Saline flushes and heparin flushed provided by (B)(4) are similar in color. Due to drug shortages we have been having to purchase what we can get materials fills the saline. The heparin is a gold color and the saline is peach. Heparin was put into the saline bin in the supply room. A seasoned nurse caught this but they very much look alike. The supply chain issues are absolutely making things extremely difficult. A seasoned nurse caught this but they very much look alike. Education to pay extra attention to how things are labeled. Alert to all stock who staff and administer manufacturer/labeler similar labels/packaging. Error occurred; medication did not reach pt. (B)(4).